Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplantation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient underwent a heart transplant on (B)(6) 2021. A cause for the patient¿s transplant was not reported. Multiple attempts were made to obtain additional and clarifying information regarding the reported event as well as the return status of the pump; however, no further information was provided by the account. No device-related issues were reported in association with this event. Heartmate ii left ventricular assist system (lvas), serial number (B)(6) , was not received for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas. No further information provided. The manufacturer is closing the file on this event.